Manufacturer narrative:
Date sent to the FDA: 03/11/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic intraperitoneal onlay mesh hernia repair procedure on (B)(6) 2011 and mesh was used. Four weeks post-operatively, the patient developed abdominal pain and a subileus and was readmitted on (B)(6) 2011. On (B)(6) 2011, the patient had a second surgery. Removal of the mesh was necessary due to a complete rupture of the distal fixation. No mesh ingrowth could be recognized and there were no adhesions to the visceral side. A new mesh was implanted. The patient was to be discharged on (B)(6) 2011.